Event description:
A physician reported that while preparing to treat a pt on 1/21/1999, when the plunger was depressed on the syringe, the collagen material splattered onto the wall. The physician noted that the collagen material seemed "thick" and the physician had to push harder than usual on the plunger of the syringe. There was no separation of the needle from the syringe, no splattering of material on the pt or staff, and no injury to the pt or staff. No medical or surgical intervention required.